Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipak¿concentric luer lock syringe the scale markings were missing. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: DHR of lot 1707263 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced during pads change in marking machine. During this change, automatic rejection must be activated for the first pieces marked since they are not correctly marked until several seconds. By mistake this rejection was not correctly activated by operator and this piece was not detected. Final products were sampled and they were subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No samples or pictures have been received for investigation. No retained samples are evaluated since there is another complaint for such defect in this lot which has been investigated previously and it confirms the defect. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure. 10.

Manufacturer narrative:
Additional information / investigation results: one sample was received by our quality team for investigation. Upon visual inspection of the sample received, it was verified the scale and logo are missing on the syringe and the barrel has not been marked. A device history record review found no non-conformances associated with this issue during production of this batch. A root cause cannot be confirmed although this defect has been produced when the pads are changed in marking machine. During this change, automatic rejection must be activated for the first pieces marked since they are not correctly marked until several seconds. By mistake, the operator did not initiate the automatic rejection and this piece was not detected. The appropriate personnel have been notified of this incident. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.